Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed multiple low-battery warnings and no evidence of excessive battery usage. The battery compartment was found to be undamaged without evidence of moisture ingress. The battery cap could properly secure to the pump and no power issues were observed during investigation. Electrical power draw was found to be within specification. There was no evidence of damage or defect to the pump¿s internal components. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery life had shortened. It was reported that there was no damage to the battery compartment or battery cap. The reporter noted that it was unknown when the battery cap was changed. The user guide instructs that the battery cap should be changed every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.